Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the duodenovideoscope had residue in air/water channel and air/water residue. The issue was identified during device service and maintenance. There was no patient involvement.